Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. No crack case - reservoir compartment noted during visual inspection. However, the pump was received with a dented/partially detached retainer. Unable to lock a test sc1 cap into the reservoir compartment due to a dented/partially detached retainer. The following were noted during visual inspection: a scratched case, a torn keypad overlay and a dog chew marks. Cosmetic damage at the case - reservoir compartment was not confirmed. However, retainer ring damage (a dented/partially detached retainer) and reservoir unable to lock into place were confirmed. For additional information regarding the tests performed refer to d00854230 ¿ appendix e. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to minimed that the customer experienced crack on the pump. The customer reported no adverse event. The event involved product mmt-1884. Troubleshooting was performed and found the crack on the reservoir tube side. No harm requiring medical intervention was reported. The product mmt-1884 returned for analysis.